Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The imaging system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported that intra-operatively, the site was unable to get a connection between the imaging system and navigation system. The site attempted multiple reboots and aborted use of the imaging system. The site did not attempt to manually transfer, and as a result, the navigation system was not used either. There was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.